Manufacturer narrative:
The patient sample was checked and it was discovered that the sample contained fibrin strands. The sample was repeated two more times, resulting with troponin t values of 14.75 ng/l and 16.79 ng/l. The field service engineer ran performance testing and this passed. All calibration and controls were repeated. The sample was repeated an additional time, resulting with a value of 17.29 ng/l. Calibration signals were slightly lower than the expected mean on the last calibration performed on (B)(6) 2019. There were no alarms on the calibration. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The sample centrifugation speed was too fast. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e 601 module. The sample initially resulted with a troponin t value of 106.7 ng/l accompanied by a data flag and this value was reported outside of the laboratory to the doctor. The sample was repeated twice, resulting with values of 14.43 ng/l accompanied by a data flag and 14.79 ng/l accompanied by a data flag. The troponin t reagent lot number was 381539, with an expiration date of 31-may-2020.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.